Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height row was not on bus. A field service engineer reseated the row cable on the power control board, retractor cable, and the internal pyxibus cable. After rebooting for testing, the issue persisted. The fse removed cubie pockets from row a and discovered foil wrapping obstructing the contact points. The fse removed the foil and reseated all row cable connectors on the trace. Upon rebooting, row a was successfully detected and passed the hta self-test. The fse resecured all row board cables, retractor cable connections, and internal pyxibus cables as a preventive maintenance. The fse inspected for loose medications and debris and verified drawer rail operation and presence of slide bumpers. Tightened any loose drawer fronts. Unit was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not showing up on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.